Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix had been extended due to tortuous anatomy. This lead was out of service and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix had been extended due to tortuous anatomy. This lead was out of service and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix had been extended due to tortuous anatomy. This lead was out of service and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.